Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately erratic. The patient reported blood glucose results of "6.8, 8.0, 8.0, and 11.2 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 15%. The patient did not allege any harm or injury because of the reported issue. Also, the patient did not have control solution for troubleshooting. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). The product(s) involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the vial of test strips was returned to lifescan; however, there were no test strips in the vial. The primary complaint was not confirmed. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.